Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice (hc) device during initial drain. The home patient (hp) was connected at the time of the alarm. During troubleshooting, it was noted that the patient line was not properly primed prior to connecting. The technical service representative (tsr) had the hp close all clamps, cycle power on the hc to clear the alarm, and assisted the hp to safely disconnect using aseptic technique. The hp would complete therapy using all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. However, an incomplete prime was reported and is a known cause of this alarm. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.